Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy, while the device was being used to cut the anterior branch, the staple was normal, the stapler could be fired, but there was no knife and staple. They replaced the reload to resolve the issue in order to complete the case. There was no patient injury.